Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
During use, a fracture occurred at the joint connection, with one defective unit identified. Damaged septum.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 3 photos submitted for evaluation. The reported issue of component damage ¿ no leak was confirmed upon inspection of the photos. Analysis of the sample showed that a separation at the tubing is observed. The tubing component is supplied to us by a third-party supplier, and they have been made aware of this issue. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.